Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that sometimes the central monitor sometimes freezes, and sometimes shuts down by itself. The device was in clinical use at the time the issue was discovered. No adverse event was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.